Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient with cvc in place, the distal line kinks at its extremity and the medication does not pass. Tape was applied to prevent the distal line from kinking." The device stayed inside the patient. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "stable".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "patient with cvc in place, the distal line kinks at its extremity and the medication does not pass. Tape was applied to prevent the distal line from kinking." The device stayed inside the patient. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "stable".